Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found an endoscope recognition error, and a broken connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis x1 video system center had an endoscope recognition error and connector damage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a continuity check was out of standard due to the one-touch connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.